Manufacturer narrative:
This report is submitted on 16 march 2020.

Event description:
It was reported that the device was explanted on (B)(6) 2020 due to incorrect placement of the electrode array. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 27, 2020.